Event description:
Baxter (B)(4) received a report that a folfusor leaked prior to use. The contents of the device were unspecified. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual inspection of the unit revealed the cause of leakage was due to a ruptured bladder. The bladder was microscopically examined to determine the potential abnormalities that may have contributed to the rupture. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This product is not distributed in the u.s. And does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.